Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the application failed to launch and displayed an error stating that the database could not be opened. A technical support specialist (tss) confirmed that the field service engineer (fse) was onsite and identified a power related issue. After replacing the power supply and pyxis bus cables, the device was restored and functioned normally. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the application failed to launch and displayed an error message stating, "an unexpected data error occurred. Cannot open database "dsclientoltp" requested by the login." This issue prevented access to the system and impacted normal operation. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.